Event description:
Baxter received a report stating that spot4400 power cord had frayed damage. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.